Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that pressure transducer test failed during pre-use check and the expiratory channel pcb, control pcb, monitoring pcb, air gas module, o2 gas module and pneumatic back-plane pcb are defective and need replacement. During troubleshooting, parts were replaced but the issue persisted. To resolved the issue inspiratory pressure transducer tube and filter holder were replaced. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the inspiratory pressure transducer tube and filter holder. Defective inspiratory pressure transducer tube and filter holder would not affect ventilation. Therefore, this situation is not-safety related, the issue will be displayed and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).